Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. The manufacturer followed up with the site and no further specific device information was received. There is no evidence that the patient is symptomatic and no indication of device explant is reported. As such, no serious injury for the patient is identified. Since the device remains implanted, if new information is received the case will be reassessed and proper investigative actions will be taken. At this time the root cause of the reported non-structural dysfunction - central leak 2+, is unknown. Fields changed: date of report , PMA/510k, if follow-up, what type.

Manufacturer narrative:
Device not explanted.

Event description:
A perceval pvs25 was implanted on (B)(6), 2012. On (B)(6) 2014, non-structural dysfunction with intra-prosthetic regurgitation 1+ was reported. During follow-up on mar. 28, 2017 the patient was recorded as having a central leak 2+ and mean gradient of 20 mmhg.